Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector (ous) btt was found broken after withdraw from wound. The same device was used to complete the case as it was discovered after removal of the btt and the procedure was already completed. No delay. No harm. Per photo provided by the complainant, it is observed that a piece from the btt rim is chipped, and broken off.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/06/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. Product information was observed. The base of the btt was observed to be chipped and broken off, with a piece of the base of btt detached. The detached piece of the btt was not observed in the photograph. An investigation was conducted on 06/19/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The base of the btt was observed to be broken, with a piece of the base of btt detached. The detached piece of the btt was not returned for evaluation. The btt was able to be inflated. No visual defects were observed on the silicone btt. Based on the returned condition of the device as well as the photographic evaluation and evaluation results, the reported failure "break" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000348178 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.